Event description:
Under the care of (B) (6) -now residing and practicing medicine as a urologist- in (B) (6) performed a botched and bogus lithotripsy procedure on me the pt in conjunction with (B) (6) medical development -the provider of the lithotriptor- at the (B) (6) regional medical center in (B) (6). The botched procedure was performed without consent. Both the physician and (B) (6) medical corporation are guilty of non consent federal laws. At the discovery phase of my trial against the defendants above, I was astonished at the info I recd from (B) (6) medical inclusive of all adverse actions from the procedure. Any person having read that document and having went a head with that specific procedure would need to have their head examined. There was necessary info that any pt would need/want to know and it certainly raises questions. I tried unsuccessfully in (B) (6) state and federal courts to remedy this situation myself being a fully trained aba paralegal to no avail. They did a complete cover up of the facts thus, denying me my rights and constitutional privileges. It is my estimation that all 3 and additional parties are responsible for this catastrophic sham of an operation performed on me by totally incompetent people. I have severe and permanent kidney nerve damage from this incident. I am currently attempting to obtain stem cell therapy and possible bio-material nano scaffolding. I cannot get this badly needed technology in the united states; however, it is available in (B) (6), among other nations. Neurology physicians; urological physicians; 18 spine epidermal injections directly into the kidney nerves; prescribed tramadol and lidocaine patches.